Manufacturer narrative:
H10: the actual devices were not available; however, twelve (12) retained samples were evaluated. A visual inspection of the retained samples was performed with no issues noted; no particulate matter was identified inside or outside the sets. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the cassette of three (3) homechoice automated set with cassettes. The pm was further described as, ¿black particle embedded in the body of the cassette¿ and ¿a particle in the body of the cassette and on the inside, the particles are not movable and are the size of the head of a pin¿. The pm was discovered before use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.